Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
There is a temporal relationship between the event of abdominal pain and peritonitis and pd therapy on the liberty select cycler. However, there is no documentation to show a causal relationship between the peritonitis and fresenius products. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Per the pdrn the patient followed aseptic technique during set up of pd therapy. Based on available information a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for abdominal pain and diagnosed with peritonitis. At the time of admission the patient¿s white blood cell count was >10 (unknown units) and the pd effluent culture (draw date unknown) was positive for klebsiella (unknown species). The patient was prescribed/treated with cefazolin and ceftazidime (route, dose, strength, frequency and duration unknown). Additional information was obtained through review of medical records. The patient presented to the emergency room (ER) with abdominal pain and a possible diagnosis of acute cholecystitis and peritonitis. The diagnoses were confirmed through lab results and imaging. The patient exhibited dyspnea on exertion. During hospitalization the patient was also diagnosed with erosive esophagitis and gastritis for which protonix (route, dose, strength, frequency and duration unknown) was prescribed to the patient. Hospital course is not documented in the medical records. Per the pdrn the patient continued ccpd therapy during the hospitalization but it is unknown if any fresenius products were utilized. The patient was discharged with home health. The cause of the peritonitis is unknown.